Event description:
The customer reported falsely elevated initial troponin I (access® accutni+3) result, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. An initial result of 0.04 ng/ml was obtained and reported out of the laboratory. The customer was unaware of any injury to the patient and did not know if patient treatment was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The test was reflexed (set up by the customer to automatically reanalyze the sample), and the second result was 0.00 ng/ml. The customer then reanalyzed the sample on an alternate access® 2 instrument and obtained a lower result of 0.00 ng/ml. The customer issued the amended result of 0.00 ng/ml to the hospital. The laboratory has a critical cut-off value of 0.03 ng/ml for troponin I (access® accutni+3). The patient's sample was collected in a 5.0 ml lithium heparin tube and centrifuged at 5,100 rpm (rotations per minute) for three minutes at ambient temperature. No sample integrity issues were noted. The patient's sample was analyzed on the instrument from the primary tube. The customer indicated all four levels of quality control (qc) were within the laboratory's established ranges at the time of the event. A 12-point precision test, performed by the customer, also passed within assay and instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the high voltage for the ultrasonic transducer was fluctuating between 183v to 215v (should be static at 197v). The fse replaced the ultrasonic transducer with the new style unit and adjusted it to specifications. A high sensitivity system check was performed which failed due to one high flier in the lumwashson portion. The fse inspected the fluidics manifold of the analyzer and found visible air bubbles within the wash pump chamber. The seals on the wash pump were then replaced, however the air bubbles persisted. The fse replaced the fluidics manifold as well as proactively replaced the vacuum pump. Another high sensitivity system check was performed which passed within instrument specifications. Additionally, a 20-replicate precision test was performed which also passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the ultrasonic transducer and fluidics manifold, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.